Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbera (B)(6) 2010 update to the FDA warning letter dated 12/31/2009.

Event description:
The device was found damaged in the packaging. It was not inserted into the patient. The defect was noticed in the packaging, upon inspection. The packaging was damaged prior to opening.